Event description:
It was reported that the implantable pulse generator (ipg) implant detect was not turned off due to a right ventricular (rv) lead low impedance alert. The ipg and rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.